Event description:
Caller reported a false negative urine hcg test result with icon 25 hcg (combo cassette) vs. Serum quantitative result. A female pt came into the doctor's office because her menstrual period was late and she observed a positive on a home pregnancy test. Pts' urine gave a negative result when tested with the icon 25 hcg pregnancy test. A serum quantitative test was ordered and the result came back as 238miu/ml. Blood test will be repeated tomorrow, on (B)(6) 2013, due to pt's concern about conflicting results and also to assure that pt has continued pregnancy, or that there is an increasing hcg.

Manufacturer narrative:
Investigation pending.